Event description:
The physician reported that after an adequate shock due to ventricular fibrillation, there was noise sensing relative to the subject lead that led to several inappropriate shocks. A reintervention was performed and the lead and associated ICD were replaced, but the lead could not be extracted. The ICD was replaced due to rrt.

Manufacturer narrative:
.

Event description:
The physician reported that after an adequate shock due to ventricular fibrillation, there was noise sensing relative to the subject lead that led to several inappropriate shocks. A reintervention was performed and the lead and associated ICD were replaced, but the lead could not be extracted. The ICD was replaced due to rrt